Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time was inaccurate by 4 minutes. The customer's blood glucose (bg) level ranged from 526-534 mg/dl. Reportedly, used a manual injection and changed infusion set to resolve high bgs. Customer declined to correct time.